Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed active exhalation test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's three-way solenoid needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed active exhalation test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's three-way solenoid needs to be replaced to address the issue. The three-way solenoid was evaluated by the manufacturer's product investigation laboratory (pil) and found the three-way solenoid functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator failed active exhalation test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.